Event description:
It was reported to philips that the power on button was not responding, preventing the system from booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the power on button was not responding, preventing the system from booting. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that the power on button was not responding, preventing the system from booting and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that power on button fails in control module that activates the system in the operation room was not started. To resolve the issue, the fse replaced the control module. The defective part was sent for analysis, for control module malfunction was observed and the failure was found to be loose and- or broken off element and button, joystick, handle, switch not working correctly and missing anti-slip. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.